Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg voltage was at 2.78v. Later the ipg became inoperable and patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.